Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found a frayed cable from the fenestrated bipolar forceps (fbf) instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed. The reported issue was resolved using a backup maryland bipolar device. The instrument was sent for isi to review. No patient information was provided.

Event description:
Refer to h11 for follow-up information.